Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. The device was returned in the blister tray in the carton. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been retracted to mid-nozzle. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "plunger was not advancing smoothly and sticking". The lens was not returned. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. No issues were observed with the plunger. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, the plunger was not advancing smoothly and sticking. The procedure was completed with alternate lens. There was no patient harm.